Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that he had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose was 400 mg/dl at the time. Customer stated that he treated with 12 units of insulin. Customer reported that the drive support cap was sticking out. Customer stated that a tenth of an inch was sticking out and it has been that way since he received the pump. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer does not want to return his pump.

Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test and was unable to prime during prime test due to faulty force sensor. The drive support disk was inspected and no anomaly was noted. The insulin pump had a cracked case at display window corner, minor scratched lcd window, cracked belt clip slot at batter tube threads area and cracked reservoir tube lip.